Event description:
The customer reported that the collimator would not open (closed down). This would render the system unusable. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator calibration files were reloaded. The system was then found to be operating as intended.